Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reported that they damaged their controller, which prevented them from accessing any sensor information. As a result, the patient overdosed on insulin and had to seek medical attention at the emergency room, where he spent a day and night hospitalized. Date medical treatment was sought and length of stay was not reported. Details regarding symptoms and treatment were not reported.